Event description:
Patient 1 of 2: it was reported while using bd vacutainer® pst¿ gel and lithium heparinn 83 units, erroneous elevated troponin results were reported on one patient. The second sample in the series was normal. Additionally, after re-centrifuging the original sample, normal results were obtained. Fibrin and poor barrier separation were also reported. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Complaints for sample quality are under statistical control for the month of may 2026. At this time, further testing is not indicated. Additionally, further clinical testing could not be performed as the type of the reported erroneous analyte and material lot number were not provided. Troponin type and material lot number are required to perform clinical testing. Based on a review of the device history record (DHR) for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The DHR could not be reviewed for the unknown lot number. This complaint is unable to be confirmed for the indicated failure modes. Fibrin, poor barrier separation, and erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.